Event description:
The reporter stated the haptic of a crystalens iol tore upon injection. The torn haptic was caused by the injector. There was no patient injury. The patient's preoperative bcva was 20/30-2. The postoperative bcva was 20/25.